Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune revision construct. Doctor was able to keep the tibial components in place and implanted an srom hinged femur with an lps/attune revision bridging bearing. Having spoken with the surgeon, he said it was because of an mcl rupture, which caused instability. He extracted the femoral component, offset adapter and press fit stem. Plus the insert.